Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be inflated once. Additionally, it was noted that the balloon was taken down and went back up but it burst. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be inflated once. Additionally, it was noted that the balloon was taken down and went back up but it burst. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally. The tip of the balloon came inside of a protector/sponge and it's probable that the force applied over the tip to introduce it in the sponge could induce a tip bent. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope and other sharp devices during procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.